Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post operation, the patient experienced decompensation cordis and hospitalization was required. The physician assessed this event as unknown implant procedure related. Further action or treatment was planned. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. The leadless implantable pulse generator (ipg) device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.